Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed an insulation breach due to a depression while in vivo. Concomitant medical products: 694765 lead, implanted (B)(6) 2008. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven years post implant of the lead. Additional information was received and indicated the death was unrelated to the out of specification finding.